Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box revealed one power on reset event after a ¿no prime¿ warning on (B)(6) 2014. There was no damage found to the battery compartment or battery cap; the battery cap secured tightly to the pump and maintained an electrical connection. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no power loss. The pump also passed a leak test. There was no intermittent conditions found to the power circuit and there was no evidence of moisture found to the pump. There were no power interruptions that occurred during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.